Event description:
The customer called for help in setting the date and time on his meter. While changing the settings, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events. He was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.